Manufacturer narrative:
The root cause is a combination of no fault found, manufacturing, and user interface. The complaint for no reinforced eyelet is not justified: no fault found; the complaint for not being superslicked is a manufacturing issue for not using the most current drawing revision and is an user interface issue since a revised template was not provided to customer service. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the eyelet is not reinforced and there is no superslick surface. No patient injury reported.